Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to noise on the right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.